Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo from attachment. Visual analysis of the photo revealed that unk - guide/compression/k-wires appears to be slightly bent/deform and assembling issues are most likely due to this condition. No other issues were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for unk - guide/compression/k-wires. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in australia as follows: it was reported on december 16, 2023, that inserting an 11mm x 345mm tna into patients right tibia, whilst malleting the nail down, the surgeon realized it wasn't progressing. The wire wouldn't come out, so after removing the wire and nail together, it was noticed that a wedge of bone had pushed the distal peek inlay up the nail, and compressed the wire in the nail (unable to be removed). There were surgical delay for 2 hours due to the reported event. Removed jammed nail, inserted a new nail and wire. The procedure was successfully completed. No fragments were generated. Patient status/ outcome/ consequences : unknown this report is for one (1) unk - guide/compression/k-wires this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d6a: implantation date was an unknown day in (B)(6) 2021. D9: complainant part is not expected to be returned for manufacturer review/investigation. D1, d2a, d2b, d3, d4, g4 - 510k: this report is for unk - guide/compression/k-wire trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.